Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited inappropriate automatic mode switch (ams) episodes due to far r-wave oversensing. Programming changes were recommended but not yet implemented. There were no patient consequences.